Manufacturer narrative:
The company representative contacted the customer to assist with troubleshooting. The company representative had the customer check the footswitch connection. The customer found the footswitch cable was not connected properly. Once the cable was reseated, the issue of system not responding was resolved and the customer no longer requested service. There is no sample returning for investigation and no additional info related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Although no sample was returned for evaluation, the root cause for the reported issue of the system not responding is attributed to the footswitch cable not connected properly since the reported issue as addressed after reseating the cable. (B)(4).

Event description:
A customer reported the unit was not responding during surgery. The staff attempted to troubleshoot the system but was unsuccessful. Following a 15-20 minute delay, a second system was brought in and used to complete the procedure. There was no pt harm reported.